Event description:
It was reported that six months post catheter placement, the catheter was allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard 7fr d/l catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluations a complete circumferential break was noted approximately 0.6 cm from the distal end of the bifurcation, a complete circumferential break was noted to the proximal end of the distal catheter segment and a complete diagonal break was noted at the distal end of the catheter segment. However, striations were noted on all three break surfaces. Therefore, the investigation is inconclusive for the reported catheter fracture issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that six months post catheter placement, the catheter was allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard 7fr d/l catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluations a complete circumferential break was noted approximately 0.6 cm from the distal end of the bifurcation, a complete circumferential break was noted to the proximal end of the distal catheter segment and a complete diagonal break was noted at the distal end of the catheter segment. However, striations were noted on the above mentioned three break surfaces and considered incidental. The investigation is confirmed for the reported catheter fracture as a partial circumferential break was noted on the clamping sleeve region of the white extension leg approximately 0.5cm from the distal end of the catheter hub. Further, both the surfaces of the partial circumferential break were observed to be rounded and finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 03/2026),